Manufacturer narrative:
As received, a complete lead was returned for evaluation in two pieces. The helix would not extend due to blood in the helix housing. After the lead was ultrasonically cleaned, while applying direct torque to the inner coil at long length, the helix could be extended and retracted and the full helix length was within specification. The field reports of intermittent sensing and high pacing threshold were not confirmed. During electrical testing the distal portion was normal while the connector portion was shorting due to the inner and outer coils contacting each other at the cut end of the lead which is consistent with explant procedure. Visual inspection of the lead found damages consistent with that occurring at the time of explant. X-ray showed that the helix assembly and the inner coil inside the connector region were normal.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, there was a decrease in sensing and an increase in threshold due to right atrial lead dislodgement. The lead was explanted and replaced and the patient was stable.